Manufacturer narrative:
The product will not be returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose reached 17 mmol/l (306 mg/dl) less than 45 minutes after the pod was activated. Upon further inspection he noticed the cannula was not inserted correctly into the infusion site.